Event description:
It was reported that during an unknown procedure, the staples would not release. Used another like device to complete the case. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis for the instrument found that it was returned with a damaged anti-backup. The instrument was cycled and would not feed the clips due to a misassembled pusher spring. We have documented the circumstances as they were rpeorted to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.